Manufacturer narrative:
A steris service technician inspected the washer and found the welds that hold the press door gasket in place were broken/cracked. The welds being broken/cracked caused the door gasket to not stay in place subsequently allowing water to leak out. The washer is not under steris service contract and is serviced and maintained by the user facility. The user facility declined to have the steris service technician perform the necessary repairs to the washer. The steris technician advised facility personnel that the washer required re-welding and the importance of safety procedures for water on the floor.

Event description:
The user facility reported that water was leaking from the door of their reliance vision single chamber washer. No report of injury.